Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Product ID: 3889, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient mentioned they felt a pressure when they went to catch their grandbaby. They also thought the lead may have moved because they were seeing less results. During the call, stimulation was increased to 1.6ma where the patient felt it comfortably. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.